Event description:
The haptic bent during the insertion of the lens into the patient's eye. The doctor used another lens to complete the procedure.

Manufacturer narrative:
See mdr1920664-2007-01251 for the delivery device used with this lens.